Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient has two cervical percutaneous leads in place. The left side stopped working two days prior to the report. There were no contributing factors known which may have caused this event. The manufacturer representative met with the patient on the day of the report and ran an impedance check. The impedance check showed high impedances on electrodes 3, 6, 7, 8, 9, 10, 11, and 13. The manufacturer representative programmed around these high impedances and was able to get good coverage. No surgical intervention was planned or performed to resolve the high impedances. There were no further complications reported.